Event description:
During the extraction of the nail, a 3 cm breakage of the proximal end was observed. The nail had been implanted for 28 mo. There were no adverse consequences to the pt because the nail was being extracted.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is attributed to early weight bearing.